Event description:
It was reported the patient's ipg was inoperable. Surgical intervention took place wherein the ipg was explanted and replaced. Stimulation was restored.

Manufacturer narrative:
E1: reporter phone number: (B)(6). Date of event is estimated.

Event description:
Additional information received indicates the ipg is operable and remains implanted.